Event description:
It was reported the customer received a motor error alarm. Customer also believed insulin was not properly delivered to their body. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Pump received with cracked reservoir tube lip and cracked battery tube threads.